Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an implantable pulse generator (ipg) replacement due to the primary cell being at end of life. The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The ipg was discarded per hospital policy and will not be returned for analysis. Postoperatively, the patient was doing well.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an implantable pulse generator (ipg) replacement due to the primary cell being at end of life. The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The ipg was discarded per hospital policy and will not be returned for analysis. Postoperatively, the patient was doing well.